Event description:
It was reported that this patient contacted their physician stating their device is beeping, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) device noted a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update sections a1 (patient identifier), b1 (adverse event/product problem), b2 (outcome attrib to adv event), b5 (add event / problem) d6a. (Explant date), h1 (type of event), h6 (impact codes). H7 (replacement). If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient contacted their physician stating their device is beeping, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) device noted a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically explanted due to premature battery depletion (pbd). The explanted device is expected to be returned for analysis. A new s-ICD device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient contacted their physician stating their device is beeping, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) device noted a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically explanted due to premature battery depletion (pbd). A new s-ICD device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and product analysis is complete.